Manufacturer narrative:
Additional information received indicated that the customer had since used a new box of cartridges and the occlusions have been resolved. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) was as high as 360 mg/dl and was addressed with a bolus of insulin. After the last occlusion alarm, the customer had changed the infusion set site and cartridge. No further alarms had occurred. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.